Event description:
The customer reported missing segments of all 3 numbers on the display of their precision xtra meter. The customer experienced sweatiness, headaches and blurred vision. The customer went to a healthcare facility, where they were diagnosed with hyperglycemia and treated with insulin via intravenous. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.